Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 134 mg/dl.